Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no abnormalities in areas that could be visually confirmed. Olympus technician turned the power on and off repeatedly, but the emergency light did not turn on. Investigation confirmed that procedure objective was to diagnose or to affect the patient or procedure and that the intended procedure was completed with an increase in the duration of the test for patient transfer and an increase in procedure of about 5 minutes. Investigation of the sent clv-s190 was subjected to an aging test for 10 hours, lamp on/off200 times, a low-temperature environment (10°c, 20%), and a high-temperature environment (40°c, 65%). As a result, the trouble was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the reported emergency light turned on issue was not reproduced at the repair department. Therefore, a definitive root cause could not be identified. The functional inspection results were checked to confirm that no abnormality was found in the operation of the equipment. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the visera elite xenon light source emergency lights came on. The issue was found during inspection before use in a diagnostic procedure. The intended procedure was completed with another similar device. There was a delay of approximately 5 minutes due to patient movement. There were no reports of patient or user harm associated with this event.